Event description:
It was reported that during a procedure, the physician noticed that the energy was too low and not reaching set value. The procedure was completed with original device without patient complications.

Event description:
It was reported that during a procedure, the physician noticed that the energy was too low and not reaching set value. The procedure was completed with original device without patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was powered on without errors. The optics area and fiber optic assembly were opened and verified to be clean. Power gain was checked and re-calibrated to meet higher specifications, resulting in output power that was both increased and within acceptable limits. The reported event could not be replicated; therefore, the event was not confirmed. Also, the console was tested, and it was working within specifications. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.